Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 18.0 mmol/l and 8.0 or 7.0 mmol/l. No adverse event reported. Strips are no longer available; meter requested to be returned for evaluation and replacement was provided.